Event description:
Home patient (hp) called baxter technical service center to report "severe pain in the shoulder". Hp reports no air in the lines of their homechoice set used for apd therapy. Hp was advised to call their dialysis rn. Per home patient's rn, an x-ray the following day revealed no sign of excess air in the hp. The home patient's pain discontinued with no medical intervention required. No product failure was reported. The home patient's rn does not feel the reported shoulder pain in any way related to baxter product.